Event description:
It was reported that customer had ongoing difficulty with pump use because large air bubble appeared. There was no reported impact to the customer¿s blood glucose level. Customer previously sent message to tandem requesting contact but did not receive response, and case was documented by technical support with plan for follow-up, although no additional information was received regarding final outcome of the event.